Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as the device. Cause details provided: "the crystal calculation library automatically recommends a 13.2 diameter crystal".

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).